Event description:
Home patient (hp) reports leak in patient line tubing of homechoice set, noted during apd treatment. Baxter technician instructed hp to end treatment and restart with new supplies. No patient injury or medical intervention required per hp.